Manufacturer narrative:
The returned meter was investigated with retained test strips. The complaint was not confirmed and a new observation was made. Meter did not powered on with button depression or with test strip insertion. Disassembled meter. Observed pry marks and cracked on the battery holder at the negative terminal area and was lift off from the printed circuit board.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.